Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 524 mg/dl and 69 mg/dl 2. 66 mg/dl, 99 mg/dl, 160 mg/dl, 116 mg/dl and 218 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of strips, and replacement was sent.